Manufacturer narrative:
An event regarding altr involving an accolade stem and a metal head was reported. The event was not confirmed. Method & results: device evaluation and results: the device was not returned for analysis. Medical records received and evaluation: insufficient information was received for review with a clinical consultant. -device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies complaint history review: there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including return of device, x-rays, pathology report, operative reports and progress notes are needed to fully investigate the event.

Event description:
The sales rep reported that the surgeon stated the patient looks like he has a pseudotumor and trunnions.

Event description:
The sales rep reported that the surgeon stated the patient looks like he has a pseudotumor and trunnionosis.

Manufacturer narrative:
It was noted that the revision surgery has not been scheduled at this time. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device remains implanted.